Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up." H2: checked follow-up type. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
Additional information from customer stated that the implant in question is a non zimmer biomet product.

Manufacturer narrative:
Additional information from customer received on 18-feb-2020 identified that the implant in question is a non zimmer biomet product. Therefore, this event no longer meets reportability requirements for zimmer biomet. No further medwatch reports will be submitted for this event.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown. Product not returned to manufacturer.

Event description:
It is reported that bone loss was noted around an unknown implant. Tooth site #5.